Event description:
It was reported the patient received the following results within 10 minutes: 296 mg/dl and 110 mg/dl. The test strips were discarded; therefore, the product will not be returned for evaluation.